Manufacturer narrative:
The zoll catheter in complaint was returned on (B)(4) 2016 for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The device was pressurize up to 100psi, and a leak path was identified at the bond near proximal end of the distal balloon. Evaluation of the returned devices confirmed the customer reported issue as a icy catheter leaked at the bonding near proximal end of the distal balloon. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. There was no patient injury or death attributable to this complaint.

Event description:
It was reported that catheter and start up kit(suk) were connected to patient for 2 hours. The ivtm console alarmed stating "air filter". The air trap was checked, air was observed in te suk tubing. The saline bag was also empty. No visible leaks were noticed at the connections. The central line was removed, catheter was checked for leaks, however no leak was identified. The suk tubing was also checked for leaks and no leak was identified.